Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the supply line of the homechoice cassette and the supply bag which resulted in leak. This occurred during fill three of peritoneal dialysis therapy. No damage noted on the supplies and the connections were properly tightened. Renal therapy services (rts) assisted the patient in ending therapy. The patient would complete therapy by manual exchange. There was no report of patient injury or medical intervention associated with this event. No additional information is available.